Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient had peristomal fasciitis. The duodopa therapy was temporarily discontinued. Reportedly, the peristomal fasciitis was not related to the duodopa therapy. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient had peristomal fasciitis. The duodopa therapy was temporarily discontinued. Reportedly, the peristomal fasciitis was not related to the duodopa therapy. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on march 14, 2016: a percutaneous endoscopic gastrostomy replacement procedure was performed with no patient complications and the issue was rectified. The patient's condition after the problem was resolved was reported to be good.

Manufacturer narrative:
The complainant stated that the device was used prior to the expiration date.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. Procedure date is unknown. According to the complainant, the patient had peristomal fasciitis. The duodopa therapy was temporarily discontinued. Reportedly, the peristomal fasciitis was not related to the duodopa therapy. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on march 14, 2016: a percutaneous endoscopic gastrostomy replacement procedure was performed with no patient complications and the issue was rectified. The patient's condition after the problem was resolved was reported to be good.